Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 310 mg/dl. System check was performed by tandem technical support and during the fill tubing, it was noted that drops of insulin were confirmed, but that the insulin drops seemed to be coming out slower than normal. The customer changed the cartridge and infusion set to resolve the issues.